Event description:
Per the surgeon's report, this pt experienced a decrease in performance and fluctuating impedences. Results of integrity testing were consistent with normal device function. Cochlear recommended reprogramming. The surgeon has decided to explant. The date of surgery was set for 2006.